Event description:
Revision surgery - the surgeon believed the size six, right porous tibial baseplate was loose. He found that the baseplate was fixed solid and two cancellous screws were loose. The surgeon decided to remove all the screws, baseplate, size 7/9mm right dcm insert and revise with a cemented size six right non-porous stem tibia, size 7/9mm e-plus insert, size 16mm modular stem tibia, and size six tibial spacer block.